Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) has been completed since the original report was filed. The console was returned and tested after arriving in fs. The failure mode was not reproduced while running an optical pump simulator. The log entry indicated a false ¿communication stopped¿ condition. The cause of the aic issue was a software issue.

Event description:
It was reported that the automated impella controller (aic) had a controller error. No patient was involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.